Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon final release from the delivery catheter system (dcs), one paddle was still in the attachment box. The non-medtronic guidewire was slightly released and the capsule was closed gently, allowing the paddle to release. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID: evolutfx-29, product serial number: (B)(6), product type: transcatheter valve, implant date: (B)(6)2024, explant date: na. Image review: one media file was provided for review. Patient¿s executive summary was not provided for anatomical review. Upon the final release of the evolut, one of the paddles of the evolut remained stuck to the delivery catheter system after full expansion of the valve. This is not an uncommon occurrence and medtronic best practices recommends slight forward pressure/force to disengage a ¿stuck¿ paddle. It was seen that after slowly closing the capsule the paddle released. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.